Event description:
Portex dura-flex epidural catheter inserted for labor analgesia. After insertion, md, medical doctor, was unable to inject medication via the catheter, therefore catheter had to be removed and patient had to undergo a second invasive procedure (insertion of another epidural catheter).